Event description:
It was reported that patient underwent total knee arthroplasty in 1998. Subsequently, the patient began to experience pain and consulted her physician. A revision procedure was performed on (B)(6) 2010 and the tibial bearing and locking bar were removed and replaced. Wear was noted on the tibial bearing and the locking bar was fractured.

Event description:
It was reported that patient underwent total knee arthroplasty in 1998 at another hospital. Subsequently, the patient began to experience pain and consulted her physician. A revision procedure was performed on (B)(6) 2010 and the tibial bearing and locking bar were removed and replaced. Wear was noted on the tibial bearing and the locking bar was fractured.

Manufacturer narrative:
Date implanted - 1998.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4)

Manufacturer narrative:
This report filed (B)(6) 2010.